Manufacturer narrative:
(B)(4)

Event description:
It was reported that post lead revision: the rv lead's suture sleeve was poking out towards the skin and was bothering the patient, and this device gave an eri message. No magnet application response and lack of serial number upon interrogation. A device reset was attempted on (B)(6) 2016 but was unsuccessful. A memory download showed a spike in battery voltage to 20 volts. The representative believes that there is a high probability of accidental electric cautery application to the device. This device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer prompted a re-initialization request. The pacemakers memory content was inspected. The battery history documented a value of the battery voltage of 19.5 v on (B)(6) 2016, which led to the warning message mentioned in the complaint description of battery error detected, perform a memory dump and contact biotronik. After this date, the battery voltage returned to normal and expected values. The inspection revealed that this resulted from the detection of invalid memory content, most likely caused by the electro cautery procedure mentioned in the complaint description. As a result, the device switched into the safety backup mode on (B)(6) 2016. After re-initialization with the programmer, the device was operating as expected. In particular, the battery status was found to be ok with a remaining battery capacity of 90%. By design, the pacemaker performs self checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver antibradycardia therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as the electro-cautery procedure mentioned in the complaint description could be taken into consideration. After re-initialization the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.